Manufacturer narrative:
According to the available information this inflatable penile prosthesis was revised on 8/12/96 due to "autoinflation." No implant information was provided. Requests for the explanted prosthesis and for additional information surrounding this event have been made, however, to date neither the device nor the information have been received. Without the benefit of analyzing the explant and without requested information, qa is precluded from commenting on the condition of the device or the events surrounding this incident. Should the explanted device or additional information be received, qa will re-evaluate this event in accordance with procedures.

Event description:
The device was removed due to "autoinflation". The pump and assembly kit component(s) only were removed.